Event description:
It was reported that a leadless pacemaker had catheter docking issues prior to device implant. The device was docking on the side of the cap but was eventually able to dock after three tries. The pacemaker also spontaneously released from the catheter after mapping and tether mode. The electrical measurements were satisfactory to the physician, so the device was left in place. Patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of premature separation and docking issue were confirmed. As received, a catheter was returned without the device attached. Visual inspection of the catheter found the control knob was in aligned position while the bullets were found in misaligned position. X-ray examination found the release tether wire slipped inside the tether screw as received, which could have contributed to the reported events of premature separation and docking issue reported in the field. Functional test could not be performed due to as received condition of the catheter.